Event description:
It was reported that the customer went to his doctor's office due to hyperglycemia. It was also reported that there was moisture in the reservoir compartment of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.